Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. An 8.0 x40, 75cm charger¿ balloon catheter was advanced for dilatation. During pre-dilation, the balloon was inflated twice at 10 atmospheres on each inflation. The device was re-advanced for post dilation. However, when the physician attempted to inflate the balloon, it was noted that the balloon had ruptured as it drew back blood and the balloon was unable to inflate. The device was completely removed from the patient. No patient complications were reported.